Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Device name: s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer. Analysis is taken from a trending report of evaluation or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt experienced 2 small sores at 4 to 6 o'clock less than 1 cm diameter with shallow depth. The pt stated they bled quite a bit for an unk period prior to complaint receipt. The pt has worn the device for a period of six days and has washed the area with soap and water and dried well when bleeding stopped. Pt applied protective powder and skin barrier products. Pt outcome was not noted.